Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient was having a chest tube placed for terminal cancer. The physician planned to deactivate the device for catheter placement, and then turn it back on post-procedure. During the procedure, the patient coded and went asystolic. The device was reportedly pacing at 30-40 beats per minute(bpm), so the physician elected to insert a temporary pacing wire. It was later confirmed that the device was pacing at the appropriate rate, but the transvenous right ventricular (rv) lead was not capturing. It was suspected that the patient's pacing thresholds had increased, causing the loss of capture. The temporary pacing wire was set to maximum output, which did capture the heart. The physician reported that the patient's blood pressure decreased, thus he had to increase the pacing rate and then the device delivered a shock. The physician noted that he wanted to reprogram the device, but did not have a boston scientific crm programmer available.

Manufacturer narrative:
Additional information indicates that this patient passed away shortly after the procedure. Current records indicate that the device and rv lead were buried with the patient, and available information suggests that the device was not interrogated post-mortem. Several requests have been made to the field for additional information; however, no additional information is available at this time. This event will be updated if any additional information is received.